Event description:
It was reported that: "infected."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info (including x-rays and medical records) was requested. If device or additional info becomes available, the eval summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat# 2060-000-1, lot# mjh9ax, description: acetabular dome hole plug. Catalog# 2030-6530-1, lot# mjpt2p, description: 6.5 cancellous bone screw 30mm. Cat # 6570-0-036, lot # 32533401, description: delta v-40 ceramic head 36/-5. Catalog# 502-03-54e, lot# mjal34, description: primary tritanium hemi cluster hole cup 54mm. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.